Event description:
It was reported that during a procedure, the console shutdown and the error codes 210-laser power supply and 211-laser power supply brick fault were displayed. After shutting down, it did not start even when the power was turned back on. When the power cord was unplugged and left for a while before restarting, smoke was emitted, possibly due to something burning inside. The procedure was completed with turp (transurethral resection of the prostate) without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the console shutdown and the error codes 210-laser power supply and 211-laser power supply brick fault were displayed. After shutting down, it did not start even when the power was turned back on. When the power cord was unplugged and left for a while before restarting, smoke was emitted, possibly due to something burning inside. The procedure was completed with turp (transurethral resection of the prostate) without patient complications.

Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter information updated.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse) and was found that the auto voltage select board (vsb) and laser power supply (lps) were damaged, therefore, replaced. The reported allegations were due to an electrical failure. The smoking report was due to a component fired that lead to the smoking. The console was also returned for analysis, and it passed visual inspection. However, it failed to power on and failed the grange test station due to the vsb damaged. After both components were replaced, the problem was resolved, thus, confirming the reported event. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of smoking is defined in the risk documentation. Based on the analysis results, the investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the console shutdown and the error codes 210-laser power supply and 211-laser power supply brick fault were displayed. After shutting down, it did not start even when the power was turned back on. When the power cord was unplugged and left for a while before restarting, smoke was emitted, possibly due to something burning inside. The procedure was completed with turp (transurethral resection of the prostate) without patient complications.